Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound gastrointestinal videoscope tested positive for greater than 150 aerobic, mesophilic germs. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The device was not returned to the repair center, and the reported event was not confirmed as the scope was not microbiologically tested by olympus. Cleaning and reprocessing procedures can be found in the instructions for use. Olympus will continue to monitor field performance for this device.